Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that excessive condensation was noticed in an rt265 infant dual-heated evaqua2 breathing circuit. No patient consequence was reported.

Manufacturer narrative:
Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the information provided by the hospital, previous investigations of similar complaints and our knowledge of the product. Results: the hospital reported that they have noted excessive condensation in the rt265 breathing circuit. The photographs provided by the hospital showed normal levels of condensation in the inspiratory limb. A lot check could not be carried out as a lot number was not provided. Conclusion: without the return of the device we are unable to determine the cause of the problem reported by the customer. If the complaint device was returned, the resistance of the heater wires (inspiratory and expiratory) would have been measured and the circuit would have been tested and checked for condensation. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit illustrate the correct set-up and location of the device in the incubator, and also state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." Since the reported incident an fph representative has visited the customer to answer any questions and offer assistance with the hospital's setup. Since then we have not received any further complaints from this hospital.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that excessive condensation was noticed in an rt265 infant dual-heated evaqua2 breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint device for evaluation. We will provide a follow up report upon completion of our investigation.